Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The reported failure "run- away" occurred during priming of the system. The affected rotaflow drive with serial number 209 was received on 2021-03-10 and during investigation by getinge service on 2021-03-22 the reported failure "run-away" could be reproduced. The drive was sent to the supplier emtec for repair. On 2021-04-30 emtec was unable to reproduce the reported failure ¿run-away¿ as the fuse of the rotaflow console got damaged after turning on the device. Further investigations revealed a short circuit of the electronics due to humidity. It could not be determined which liquid caused the short circuit during the test at the supplier. No further investigation on this drive could be conducted to determine a root cause as the electronics got damaged. Emtec will replace all damaged parts. In our previous report dated on 2021-02-19 we stated: a similar failure was investigated in getinge life cycle engineering and the investigation showed that if the rotaflow drive is damaged the probable cause is that the user performed a hot-plug during device operation. A hot plug means that the rotaflow drive is plugged in or out when the device is in operation. The run-away error can damage the rota flow drive and / or the control board. As a result of this the rota flow drive and / or the control board has to be replaced. Meanwhile we have the information received by the supplier that due to the water damage on the rotaflow drive no exact root cause for the "run-away" and therefore an user error could not be confirmed. Nevertheless the failure mode "run-away" could be linked to the following potential root cause according to our risk management file (dms# 2023689). (Un)intentional stop of the pump, e.g.: 1. Sensor error (bubble, level, pressure(in hl20 mode), flow). The product in question was produced in 2008-04-25. The review of the non-conformities during the period of 2008-04-25 to 2021-02-12 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences can be excluded. In our previous report dated on 2021-02-19 we stated: "as a remedial action, maquet cardiopulmonary gmbh requested through the local ssu (sales and service unit) to send a response letter to the hospital, in which they raise the awareness of the customer in regards to the warnings and safety instructions contained in the instruction for use (heart-lung support system rotaflow system/ 4.2 / en / v13), in order to avoid the occurrence of the error message." Due to the water damage on the rotaflow drive no exact root cause for the "run-away" and therefore an user error could not be confirmed. Thus the customer will be informed about the investigation results trough the local ssu, but no formal response letter will be sent. The instruction for use heart-lung support system rotaflow system/ 4.2 / en / v13 contains following warning. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow may be damaged. In addition a warning label on all rotaflow console informs the user not to plug in the rotaflow drive while the device is switched on. The label is found on the front- and backside of the rotaflow console. Based on these investigation results the reported failure could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.¿.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The reported failure "run- away" occurred during priming of the system. The affected rotaflow drive with serial number (B)(6) was sent back to the supplier (B)(4) for repair, but has not yet been received. The run-away error can have multiple causes. An investigation of a rotaflow system that exhibited a similar issue (investigation report from our life-cycle engineering (lce) lce2875) i.e. That had the same run-away error message, showed that if the rotaflow drive is damaged the probable cause is that the user performed a hot-plug during device operation. A hot plug means that the rotaflow drive is plugged in or out when the device is in operation. The run-away error can damage the rota flow drive and / or the control board. As a result of this the rota flow drive and / or the control board has to be replaced. The product in question was produced in 2008-04-25. The review of the non-conformities during the period of 2008-04-25 to 2021-02-12 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences can be excluded. As a remedial action, maquet cardiopulmonary gmbh requested through the local ssu (sales and service unit) to send a response letter to the hospital, in which they raise the awareness of the customer in regards to the warnings and safety instructions contained in the instruction for use (heart-lung support system rotaflow system/ 4.2 / en / v13), in order to avoid the occurrence of the error message. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow may be damaged. In addition a warning label on all rotaflow console informs the user not to plug in the rotaflow drive while the device is switched on. The label is found on the front- and backside of the rotaflow console. Based on these investigation results the reported failure could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the rotaflow gives the error message "runaway". The reported failure occurred before use. Complaint ID: (B)(4).